Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, it is likely the tissue damage and subsequent mitral regurgitation (mr) were related to procedural conditions. The reported surgical intervention and prolonged hospitalization were results of case specific circumstances. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The patient effects of tissue damage and recurrent mr as listed in the instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event,implant date: estimated dates. The UDI number is not known as the part and lot number were not provided. The clips remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, surgical intervention, prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: tissue damage, recurrent mitral regurgitation, surgical intervention, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "impact of mitracliptm therapy on secondary mitral valve surgery in patients at high surgical risk". No additional information was provided.